Event description:
Dear sven according to the customer complainte the unit was very hot especially in the insperatory area . Without a reason . ( no soction was made or a use of humidefaire ) .

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. The root cause was determined to be unknown as no over-temperature alarm was visible in the log files. In consequence corrections were sent to the partner technician as described in section 4.2 as follows: 1. Complete service software 2. Endurance test for minimum 24 hours and then check log files for the following technical events: 231011 (output temperature high), 232005 (blower hot), 232006 (blower temperature sensor defect), 232027 (instrument temperature high) 3. If all passed, the device can be returned to work. No response from the partner after 3 reminders. The case was closed, and the failure was considered solved. There was no patient or user harm reported.